Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device overheated. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update 30-nov-2021: it was confirmed that the error occurred during the surgery. The patient was not injured but the camera head was so warm that the camera drape melted.

Manufacturer narrative:
The device was subjected to functional testing and all functional criteria were met. The device was heated to 176f and met all functional and button criteria. Burn-in was performed for 4 hours. Again, all functional criteria were met. The reported event of "the device overheated" was not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device overheated. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update 30-nov-2021: it was confirmed that the error occurred during the surgery. The patient was not injured but the camera head was so warm that the camera drape melted.